Event description:
The patient claimed that the up buttons required several presses to activate the desired pump functions. The keypad is reportedly intact .there was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump hasbeen returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. Testing confirmed intermittent response of the up arrow and contrast buttons requiring multiple presses with increasing force to evoke a response. The down arrow and ok keypad buttons respond normally when pressed. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.